Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right superficial femoral artery. This 5.0 x 40/135 (4f) sterling otw balloon was selected and ruptured upon the 3rd inflation at 14atms (1st inflation was 10atms and 2nd inflation was 14atms). The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).